Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 412 mg/dl. The customer was treated with manual injection, bolus and intravenously. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The customer reported other events such as vomiting, thirsty, dehydrated, nausea, abdominal pain and not feeling well. The customer also reported that they were hospitalized on (B)(6) 2020 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose of 509 mg/dl. The other blood glucose levels were over 400 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches.